Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a biopsy procedure using the marquee. Prior the procedure, the device the outer cannula flew off the needle. There was no patient contact.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guide breast biopsy using the marquee. Prior the procedure, the device the outer cannula flew off the needle. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one marquee device was received for evaluation. Upon visual evaluation, the device appeared to be clean and received with protective tubing. The device was received in its initial position. It was observed that there was a crack on the outer housing. The stylet was noted to be separated from the cannula. A rear scarf is applicable for 12g marquee, the stylet was inspected, and no rear scarf/backend notch was noted. Therefore, the information is confirmed for the reported detachment of device or device component as the stylet was noted to be separated from the cannula. The investigation is also confirmed for the identified crack as a crack was noted on the outer housing. A definitive root cause for the reported detachment of device or device component was observed to be a manufacturing related. However, a definitive root cause for the identified crack issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, d4 (unique identifier (UDI) #), g3, h6 (device, component, method, result, conclusion). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.